Event description:
As reported by the legal brief, the patient underwent placement of defendants trapease vena cava filter. Approximately 9 years, 9 months post implantation the patient underwent an updated CT scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient including but not limited to at least six struts were significantly perforating the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient `suffered and continues to suffer life-threatening injuries and damages. Which required and will continue to require extensive medical care and treatment. As a further proximate result. The patient has suffered and will continue to suffer significant medical expenses pain and suffering and other damages. According to the medical records received on 03/09/2018: during the index procedure single stick technique was performed. Right common femoral vein was entered. A 3 j wire was placed . A 4 french sheath was placed into the inferior vena cava. On table venacavagram was performed. Sheath was placed to the level of l2 over a wire. Filter was placed without difficulty. There was no evidence of intracaval clot or mega cava. At the completion, all wires and catheters were removed. Pressure was held on the groin and completion kub was performed. According to the plaintiff profile form received on 03/09/2018: the patient states that he suffers from mental anguish related to his ivc filter.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. Per the medical records, during the index procedure, a single stick technique was performed. A venacavogram was performed and the filter was placed without difficulty. There was no evidence of intracaval clot or mega cava. Approximately 9 years and 9 months post implantation, the patient underwent an updated CT scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient including but not limited to perforation of the ivc. The patient states he suffers from anxiety. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was also reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of defendants trapease vena cava filter. Approximately 9 years, 9 months post implantation the patient underwent an updated CT scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient including but not limited to at least six struts were significantly perforating the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages. Which required and will continue to require extensive medical care and treatment. As a further proximate result. The patient has suffered and will continue to suffer significant medical expenses pain and suffering and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. An inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The legal briefing mentioned a perforation of the ivc wall. Without procedural films available for review, the reported perforation could not be confirmed. With the information available it is not possible to draw a clinical conclusion to the reported event, and the exact cause could not be determined. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Also, with the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of defendants trapease vena cava filter. Approximately 9 years, 9 months post implantation the patient underwent an updated CT scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient including but not limited to at least six struts were significantly perforating the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages. Which required and will continue to require extensive medical care and treatment. As a further proximate result. The patient has suffered and will continue to suffer significant medical expenses pain and suffering and other damages.